Manufacturer narrative:
(B)(4). Batch # r92e57. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. However, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger and the y-link was cracked. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. The batch history record was reviewed, and no defects, nc¿s, or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, ¿replace instrument¿ was displayed several times during use. The device was reconnected to a generator after the error each time and the error was resolved, so the device was used to complete the case. The device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient. There were no adverse consequences to the patient.